Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the two days after implantation, subject device had several resets. Preliminary analysis revealed normal operation of the device could not be guaranteed. The device was replaced and returned for analysis.